Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the saber rx device in this report is not sold in the u.s. However, it is similar to other saber pta catheters made by cordis that are sold in the u.s.

Event description:
During pre-dilatation with a 6mm x 10cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter in an interventional procedure, the balloon was not able to cross because it got stuck on calcification. It also ruptured at 6 atmospheres (atm). It was replaced with another different sized balloon catheter (unknown) and the procedure was completed. There was no reported patient injury. The lesion was the right superficial femoral artery. The device will not be returned for analysis as it was discarded due to infectious disease.

Manufacturer narrative:
Please note update to the UDI# in section d4. During pre-dilatation with a 6mm x 10cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter in an interventional procedure, the balloon was not able to cross because it got stuck on calcification. It also ruptured at six atmospheres (atm). It was replaced with another different sized balloon catheter (unknown) and the procedure was completed. There was no reported patient injury. The lesion was the right superficial femoral artery. The product was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 82193162 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system failure to cross¿ and ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification likely contributed to the reported event, as calcification is known to damage balloon material. Difficulty crossing a lesion, or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to patient anatomy, operator technique and appropriate device selection. Without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.